Event description:
It was reported that a patient was seen eight months post-operatively for unknown symptoms and the physician found the setscrew on s1 broken. Three months later, the patient was seen again by the physician and the screw on the other side of s1 was found broken. A revision surgery has been planned but has not yet taken place. No other patient complications were reported.

Event description:
It was reported that a revision surgery was performed on the patient in which six (6) self-breaking nuts, two (2) closed connectors, and four (4) titanium bolts were removed. It was confirmed during the revision that there were two broken screws at the s1 level. According to the report, a fragment of each of the two broken screws could not be retrieved and were subsequently left in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis summary: (broken screw #1) observations: visual review confirms screw breakage. Visual and optical examination of the adjacent surface above the fracture did not identify surface defect that could promote crack initiation and propagation. Severe fracture surface damage noted. Examination of the undamaged portion of the fracture surface identified ratchet marks, which suggest multiple fracture initiation sites, as well as beach marks, which are indicative of fatigue crack growth. The convex curvature points in direction of crack growth. Direction of crack growth appears to be approximately parallel to axis of the spinal rod. Due to the extent and location of the fracture surface damage, unable to determine if fracture is entirely cyclic fatigue, or is a multi-modal failure. (Broken screw #2) observations: visual review confirms screw breakage. Visual and optical examination of the adjacent surface above the fracture did not identify surface defect that could promote crack initiation and propagation. Fracture surface damage noted. Examination of the fracture surface identified beach marks, which are indicative of fatigue crack growth. The convex curvature points in direction of crack growth. Direction of crack growth appears to be approximately parallel to axis of the spinal rod. "Shear lip" region of final fracture (mechanical overload). This region is followed by a region of increased material disruption and riverlines, which are indicative of overload. This region appears to be followed by a small low cycle fatigue region until mechanical overload of the implant. Unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part: 8430125 / lot: 0107236w (x2); part: 8430206 / lot: w06h3922; part: 8430126 / lot: 0099345w. Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes. Radiology film interpretation: "ap and lateral views of l4-l5-s1 construct with posterolateral construct. Good posterolateral bone seen but s1 screw broken on right side of ap film. Reportedly both s1 screws are now broken. No anterior column support provided. Fixation provided with spondylolisthesis at l5/s1 unchanged."

Manufacturer narrative:
(B)(6). (B)(4). Multiple screws of unknown part/lot numbers were implanted. It is unknown which devices contributed to the reported event. This MDR is being filed for MDR notification purposes.